Manufacturer narrative:
B5: no additional information received from customer. D8: additional information, h2: additional information, device evaluation, h3: additional information, h4: additional information, h6: additional information, the device was returned to olympus for inspection and the reported failure was confirmed. In addition, the following reportable malfunctions were identified during the device evaluation: the light guide fiber was broken and adhesive materials on internal lens. A root cause could not be identified . Based on the results of the investigation, it is likely the following led to the malfunction, crack in the lens: this event was caused by a component failure of objective cover glass. The cause of failure of objective cover glass could not be determined. A root cause could not be identified . Based on the results of the investigation, it is likely the following led to the malfunction, light guide fiber was broken: this event was caused by a component failure of light guide fiber. The cause of failure of light guide fiber could not be determined. A root cause could not be identified . Based on the results of the investigation, it is likely the following led to the malfunction, adhesive materials on internal lens: olympus confirmed foreign material came out of the device, but the type of the material or root cause cannot be identified. A definitive root cause cannot be determined. A review of the device history record found no deviations that could have caused or contributed to the reported issue. The events can be detected/prevented by following the instructions for use which state: chapter2.5 general warnings and cautions: risk of injury to the patient and/or the user. The use of a damaged product or of a product with improper functioning may cause an electric shock, mechanical injury, infection, and/or thermal injury. Before each use, observe the instructions in the section ¿inspection¿ in this document. Do not use a damaged product or a product with improper functioning. Replace a damaged product or a product with improper functioning. Notice: risk of damage to the product. The endoscope is a precise optical device. Careless handling may damage the endoscope. Always handle the endoscope with care. Do not hold the endoscope by the distal end only. Do not bend the insertion tube. Chapter 5.2 inspection general inspection: make sure that the product has: no dents, cracks, bending, or deformations. No scratches. No corrosion. No lens damages or cover glass damages. No missing or loose parts. Check all markings on the product for clear visibility. Checking the image quality. Hold a piece of writing in a testing distance from the objective cover glass as specified below: a70940a, a70941a, a70942a, a70960a, a70961a, a70962a, a70963a, a7504a ........................10 mm a7505a, a7506a, a7507a ...............................................7 mm wa96100a, wa96105a .................................................70 mm wa96200a, wa96201a, wa96202a, wa96203a, wa96204a, wa96205a, wa96206a .............................10 mm only use the telescope if the writing is clearly visible through the telescope. Check that the image is not cloudy, out of focus or dark. Checking the light transmission. Hold the internal lens against a lamp. Look into the light-guide connector of the telescope. Black dots indicate defective light guide fibers. Do not use a telescope with more than 25 to 30% defective light guide fibers. Should additional relevant information become available, a supplemental report will be submitted. Olympus will continue to monitor field performance for this device.

Event description:
No additional information received from customer.

Manufacturer narrative:
The investigation is ongoing. A supplemental report will be submitted when the investigation is completed or if additional information becomes available.

Event description:
It was reported that there was a crack in the center of the camera lens of rigid scope. The issue occurred during set up and inspection before patient in room. There was no report of patient harm.